Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The root cause was attributed to a sample-specific discrepancy, as false reactive results may occur with this assay due to its specificity being less than 100%. The device remains in operation at the customer site. It is recommended that all initially reactive or borderline samples (results = 0.9 coi) be re-determined in duplicate with the elecsys hiv duo assay, and repeatedly reactive samples be confirmed using established confirmatory algorithms, including western blot and hiv rna tests.

Event description:
The initial reporter alleged false reactive results for four patient samples tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The reported results for the elecsys hiv combi pt assay were as follows: patient 1: 100 coi (reactive). Patient 2: 2.2 coi (reactive). Patient 3: 25 coi (reactive). Patient 4: 4 coi (reactive). No event date was provided. All four samples were subsequently tested using multiple additional methods, including the abbott hiv assay, beckman hiv assay, a cassette-based test (bioline), a test referred to as 'snip,' and polymerase chain reaction (pcr) rna testing. All additional tests yielded non-reactive results for all four patients.